Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
No further updates provided.

Event description:
The ous service engineer reported that the device overheated during testing prior to surgery at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.